Event description:
It was reported that almost a week after the implant procedure, the patient had a hematoma and bleeding at the site. A pressure dressing was applied and the hematoma decreased with no further bleeding. At a subsequent follow-up visit, the hematoma and bleeding had recurred. The patient was readmitted, the device pocket was revised and the hematoma was removed. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.